Event description:
The customer reported when turning the ventilator on, it went vent inop and the screen went white. The manufacturers field service engineer verified the reported problem. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The service engineer replaced the vga controller pcb board to address the reported problem. Applicable final testing was performed to operating specifications.